Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 276 mg/dl between 5 and 24 hours of wearing the pod. The patient did a correction bolus, but the levels did not decrease. The pod was removed from their abdomen, and the cannula was found to be a bit broken. As treatment a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of damaged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.